Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, switch 1 leaking due to pinhole and foreign material in the nozzle, which could not be removed by engineer. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset (loaner) evis lucera elite gastrointestinal videoscope, to the olympus service center for foreign material found in the scope nozzle due to insufficient or incorrect reprocessing. There was no patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken and the user never used the device for a procedure. Olympus will continue to monitor field performance for this device.